Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:22:12. During night drain cycle 13, the patient's ultrafiltration reading was 2752ml, indicating the home patient (hp) drained 1752ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was determined to be use error, tidal total uf removal set too low. If any additional information is received, a follow-up will be sent.